Event description:
It was reported that the patient sought medical attention with their general practitioner (dr (B)(6) on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod between 5 and 24 hours. The site was reported to be painful, red and have purulent discharge. The patient's blood glucose levels also reportedly rose above 13 mmol/l (250 mg/dl at this time). The patient was prescribed an unspecified antibiotic cream as treatment, to be applied topically 3 times a day. The patient was also prescribed dermomax (gentamicin, clotrimazole, betamethasone and lidocaine) as treatment for the patient¿s underlying dry skin which the doctor thought may have contributed to the problem.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.